Event description:
It was reported that balloon ruptured occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at nominal pressure, the balloon ruptured. The procedure was competed with a different device. There were no patient complications reported.